Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and rsd/c ausalgia-complex regional pain syn. Patient (pt) reported that on (B)(6) 2017 she was in a car accident and has had a lot of pain since then. Pt said that she is in 24-7 pain and she can't sit, stand, or walk, she can only lay down. Pt said that starting about 8 months ago she feels like the ins is close to the surface of her skin and she said that she has a hole in her back where her leads are-she said that her body is collapsing there. Pt plans on seeing a hcp regarding pain and her concerns. Caller was redirected to the healthcare provider (hcp) and listings were sent.